Event description:
It was reported that the patient complained of presyncope presented in clinic for follow up. Upon interrogation, the right ventricular exhibited non sustained oversensing episodes. Noise was not reproducible via isometric testing. There were no other electrical anomalies. On (B)(6) 2017, the lead was capped and replaced. No further information was available.